Event description:
PICC line was inserted in 2005 for ivf medications. The line was flused with heparin the following month. The line became occluded the following day. The clinician attempted to flush via stopcock method with tpa and the PICC line broke. The line was removed and a new line was inserted. No harm to the pt.